Manufacturer narrative:
UDI: (B)(4). The complaint sample was returned to codman and no lot number information has been provided; therefore, manufacturing records could not be reviewed. The directlink cable with product code 82-6840 was returned for evaluation to codman service switzerland. Inspection in codman le locle confirmed the issue reported, the device 82-6840 did not function. The product was received in le locle and the cable 82-6840 was tested according to procedure, and it was identified that the cable was defective as the test failed. The root cause(s) of the difficulty reported by the customer could not be determined.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
It was reported that a (B)(4) direct link icp extension was tested and appears to be functioning as designed. The cable (B)(4) appears to be what is defective. That was the first and only time any cable/module were used since purchase date.